Manufacturer narrative:
Analysis was completed on 1/15/2016, and found that the actual coil was undamaged; however, the analysis found the hypotube was found kinked and separated. Complaint conclusion: as reported by a sales representative, during coil embolization of a subarachnoid hemorrhage at the internal carotid artery, a galaxy coil (640cf0824/17211781) became stuck in the middle point of a microcatheter (bishop/ piolax medical) after 10 coils were implanted, and unraveled and separated. The galaxy was removed completely from the patient along with the microcatheter, and was replaced with another coil, which was implanted successfully using the same microcatheter. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. The constant flush had been maintained through the microcatheter, and the microcatheter was not damaged. No visible damage was on the galaxy prior to the event. The coil portion of the device will be returned for analysis; however, the dpu was discarded by the customer. No further information was available. A non-sterile orbit galaxy tdl complex fill coil 8x24 was received coiled inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found kinked at 41.8, 47.5 and separated at 151 cm from the proximal end of hub. The separation appears to be related to the kink, since it kinked prior to separation. The introducer was received un-zipped and it was found without damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil was inspected and it was found without any damage. The gripper was inspected and no damages were noted. However; residues of dry blood were found on it. The embolic coil was found without damage. The gripper and embolic coil were inspected under vision system; residues of dry blood were found in the gripper while the embolic coil was found without damage. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the separation condition of the hypotube. The review of lot 17211781 found no issues that were considered potentially related to the reported complaint. The failure reported by the customer as ¿detachable coil delivery system (dcs)- impeded in microcatheter¿ could not be evaluated due to the hypotube separation. The coil unraveled and separated was not confirmed in microscope analysis since the coil was found attached to the gripper in normal condition; however, the hypotube was found to be kinked and separated. The root cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined; however, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time. Analysis found that the actual coil was not damaged; however, the hypotube was found kinked and separated.

Manufacturer narrative:
Product returned for analysis on 12/21/2015; however, analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information regarding patient age and weight were no available. It was reported that the device would be returned for analysis; however, the device has not yet been returned. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a sales representative, during coil embolization of a subarachnoid hemorrhage at the internal carotid artery, a galaxy coil (640cf0824/17211781) became stuck in the middle point of a microcatheter (bishop/ piolax medical) after 10 coils were implanted, and unraveled and separated. The galaxy was removed completely from the patient along with the microcatheter, and was replaced with another coil, which was implanted successfully using the same microcatheter. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. The constant flush had been maintained through the microcatheter, and the microcatheter was not damaged. No visible damage was on the galaxy prior to the event. The coil portion of the device will be returned for analysis; however, the dpu was discarded by the customer. No further information is available.